Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stimulation is turning off by itself, they will know its off because "I get a back ache and I will check the controller and it says stimulation is off, it started a few weeks back". Pt says they want to meet with a rep but doesn't have a managing hcp anymore. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. I emailed hcp listings to patient to follow up with.

Event description:
Additional information was received from a rep on 09/16/2022. The caller reported the patient had been having ongoing problems with connecting and charging his stimulator. Caller interrogated the patient's ins and the diary showed the patient had dropped to 30% charge level and therapy was unavailable. Caller reported the patient indicated stimulation had been turning on/off. Caller reported this had been occurring since (B)(6) 2022. Caller reported since then, the pt had seen multiple mdt reps notified them. Caller reported he was notified today. Patient indicated he received a replacement recharger last couple of months and had been calling into mdt to report around (B)(6). Caller reported on the diary report, patient stimulation had been off the last 2 weeks and recharging showed 20%. Caller reported the patient indicated the last 2 days, patient's therapy had been unavailable. Patient indicated his ins was at 70% charged and controller at either 60-70% charged. Recharging diary showed: 9/14: beginning charge: 20%, 56 minutes charge to 100% (B)(6): beginning charge: 30% 54 minutes charged to 80%. Recharging interval showed 17 hours. Caller reported he will be reprogramming patient's therapy to extend the charging time. Caller reported the patient was charging at the appointment. Caller reported when stimulation was on, patient was getting appropriate stimulation and liked his stimulation. Caller reported he will do some further teaching with the patient, maybe charge twice a day. Caller reported patient is scheduled to be seen again in (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient stated the ins was dying and shutting itself off @ 30% since about 3 weeks ago. The manufacturer representative (rep) confirmed to patient that the ins was shutting off @ 40%, no traumas / falls reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.